Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary artery bypass graft procedure. During preoperative screening, the pt had normal femoral pressures & wave forms, but was noted to have significant calcific atherosclerosis in the aorta, iliac & common femoral arteries during the operation. The 23 fr endoarterial return cannula & the endoaortic clamp catheter were inserted without difficulties. The operation proceeded uneventfully & the endoaortic clamp functioned well. The surgeon stated that his assistant may have felt some snagging while removing the endoaortic clamp. After removal of the endoaortic clamp, inspection revealed a linear tear in the balloon, but none of the balloon material was missing. When the pt awoke, he had sustained a right sided cerebrovascular accident with left sided weakness. The surgeon surmised that the endoaortic clamp balloon snagged on calcified athoromatous materials in the iliac region, causing a tear in the balloon and dislodgement of atheromatous debris which caused the stroke. The pt has full functional recovery.